Manufacturer narrative:
This lead remains implanted. At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. A revision procedure was performed wherein physician disconnected the pace and sense portion of this lead. This right ventricular lead remains in use for defibrillator therapy. A new lead was implanted for pace and sense function only. No additional adverse patient effects were reported.